Event description:
Event description cpi received information that two myocardials lead were removed from service due to oversensing. The physician elected to replace the implantable cardiovertor defibrillator (ICD) and cap the leads at this time.